Event description:
It was reported on (B)(4) 2012, that a physician performed a novasure endometrial ablation on (B)(6) 2009. Sometime after the procedure (date unk) the pt presented with "possible bacterial vaginosis". Blood work was not drawn, so no organism was identified. The pt received antibiotics. The infection was resolved and the pt is currently "doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).